Event description:
It was reported a patient experienced a break in aseptic technique further described as the patient made a mistake and area was not cleaned before starting peritoneal dialysis (pd) therapy, which led to peritonitis. The patient was not hospitalized for the event. 4 days after the onset of peritonitis, the patient began treatment with injection (inj). Vancomycin (1 gm, stat, and IV) and inj. Piperacillin and tazobactam (4.5 gm, twice a day, IV) for 14 days for peritonitis. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the peritonitis was resolving. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.